Event description:
Premier was informed by a doctor that his circon cryomedics mt-700-co2 cryosurgical gun had the shaft and tip assembly blow off while testing his unit prior to a procedure. A patient was in the room at the time of the incident but there was no injury to anyone.